Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. A revision surgery was performed and, during the procedure, the physician noted that the patient had a urethral stricture and atrophy. The cuff was removed, and the patient was given time to heal. After the patient healed, the remaining aus components were removed, and the entire device was replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. A revision surgery was performed and, during the procedure, the physician noted that the patient had a urethral stricture and atrophy. The cuff was removed, and the patient was given time to heal. After the patient healed, the remaining aus components were removed, and the entire device was replaced. There were no additional patient complications.